Event description:
Patient's representative has reported "suspected bilateral device rupture, breast pain, malaise, "stabbing" sensation in the chest area and pain in the surgical scar area. Patient is also worried about the recall." Patient's representative later reported "capsule fibrosis baker 4" and "hypertrophic scarring." This record is for an unknown side. Device was explanted. Device will not be returned.

Manufacturer narrative:
MDR submitted on 24.jan.2023 reporting a0412 - rupture. This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-00415. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV, visibility/palpability.

Event description:
Patient's representative has reported "suspected bilateral device rupture, breast pain, malaise, "stabbing" sensation in the chest area and pain in the surgical scar area. Patient is also worried about the recall." This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.